Event description:
It was reported that the patient presented for follow-up and the device could not be interrogated. Communication was established and battery voltage was normal. Communication was lost again and a message was received, stating unable to locate device. It was noted that the device was able to be interrogated intermittently using rf telemetry but was unable to interrogate with inductive telemetry. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported loss of communication was confirmed in the laboratory. As received, the device would not interrogate successfully. The failure mode was lost during testing in the laboratory. The cause of the loss of communication was not determined conclusively.